Event description:
It was reported that the lesion was located in the left anterior descending artery (lad) with heavy tortuosity and heavy calcification. An nc trek 3.0 x 15 mm balloon was used for pre-dilatation of the lesion, during which, a dissection occurred. The promus 3.5 x 23 mm stent was attempted to be delivered to treat the dissection, however, it failed to cross. The dissection was successfully treated using another promus stent [size unspecified]. The final patient outcome was good and the procedure was completed with no problems. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissections are known adverse events as listed in the nc trek coronary dilatation catheter instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.